Event description:
After treatment with bovine collagen patient has presented with signs and symptoms of a hypersensitivity reaction at the treatment sites. Oral prednisone and ibuprofen were prescribed by physician.